Manufacturer narrative:
Additional info: visually confirmed the center hex nuts are stripped. Dimensional inspection of the center hex nuts confirms conformance to print sp ecification. Associated hex driver not returned for analysis. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the center locking screw of the crosslink stripped during final tightening. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.